Manufacturer narrative:
Pump received with a constant pump error 130 alarm. No frozen screen noted. Unable to verify under delivery, no delivery/insulin flow blocked alarm and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 130 alarm. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 30-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. In further analysis found multiple pump error 130 alarm on from 01/29/2026 18:37:49.000 until 01/30/2026 16:14:52.000 and multiple pump error 43 alarm on from 01/29/2026 17:00:03.000 until 01/30/2026 14:59:29.000 and one no delivery/insulin flow blocked alarm on 01/14/2026 21:22:29.000 during a bolus delivery. Pump was cut open to perform visual inspection and found moisture damage on the battery tube connector, pcba1, force sensor and motor. Swapping out test motor assembly confirms pump error 130 alarm is isolated to motor assembly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs. Frozen screen not confirmed. Unable to verify pump under delivery and no delivery/insulin flow blocked alarm due to pump error 130 alarm. Pump received with constant pump error 130 alarm due to moisture damage on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.). The customer reported a blood glucose value of 290 mg/dl. The blood glucose had been high for greater than 4 hours. The customer was treated with manual injections. The event involved product(s) mmt-1884, mmt-431ak, mmt-342g. Troubleshooting was partially performed. The customer was able to successfully clear alarm, and was not able to complete rewind. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-431ak, mmt-342g. Mmt-1884 was requested and customer response was the device will be returned.